Event description:
Patient reported feedback on a survey form with patient stating she has had a life and near death experience. Dexcom called and spoke with patient she stated that she had loss of conciseness multiple times due to hypoglycemic events but was not using the dexcom system during any of these times. Patient reports she has troubles feeling low blood sugars. Date of medical intervention: approx. (B)(6) 2013 extent of injury, if any (e.g. Fainting, infection): loss of conciseness due to a hypoglycemic event. Description of medical intervention: paramedics would give her dextrose to revive her.